Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve surgery, the firings with the purple reloads were oozy, and needed to be clipped. The surgeon used a clip applier to reinforce the staple line to resolve the issue.